Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic thoracoscopic procedure, the device stopped working. A connection error e220 was observed. The device was then reconnected to the camera and the device was working again. There was no impact to the outcome of the procedure. The procedure was completed with the same device. There was no harm or adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the received transmission module collimator was damaged, causing the scope detection to fail, leading to the e220 error. There was no image. However, the definitive root cause of the damage could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿9.2 troubleshooting guide: code :e220 ·error message :camera head communication error ·possible cause :camera head communication is failed. ·solution: immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while. If the same problem occurs after turning the camera control unit on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus.¿ olympus will continue to monitor field performance for this device.